Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# fg540000 serial# (B)(4)); lasso® nav eco variable catheter (model# d134301 lot# 17745615l); soundstar® eco diagnostic ultrasound catheter (model# 10439011 serial# (B)(4)); webster cs catheter with auto ID technology (model# d135304 lot# 17754481m); smartablate generator (model# unknown serial# unknown); smartablate pump (model# unknown serial# unknown). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation/atrial flutter with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post ablation of the left atrium and during mapping of the right atrium, a small pericardial effusion was detected. Pericardiocentesis was performed and yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for observation. Patient outcome has improved. Medical history includes previous atrial fibrillation ablation procedures, low ejection fraction (ef), and right atrial chiari network (detected via intracardiac echocardiography). There were no additional patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. It was noted that the patient had a pre-existing low ejection fraction and the additional fluid received during the lengthy ablation procedure may have exacerbated the issue. Transseptal puncture x 2 was performed with a baylis medical transseptal needle. There is no sheath information. Generator was set on power control mode for smarttouch catheter with time cut-off of 999 seconds. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. It was noted that the effusion was not detected until the procedure resumed in the right atrium. Irrigated catheter flow was on standard settings. Patient received anticoagulant during the procedure with activated clotting time maintained in an unspecified range. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation/atrial flutter with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The device was visually inspected and it was found in good conditions. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 2. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. A failure analysis was performed and the catheter was dissected and the electrical wire was found broken causing the improper electrical signal. The irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be determined. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the electrical wire breakage cannot be determined. Manufacturer's ref. No: (B)(4).